Event description:
The accounts maintenance stated he is concerned with the wear to the adapter for the viking m from the lift arm to the connection to the sling bar. He stated that filings appear on the top center pivot area of the sling bar just below the adapter.

Manufacturer narrative:
Parts were sent to the account to repair the worn adapter.